Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use of an implanted vascular access device, a malfunction occurred at the connection between the catheter and the port, resulting in leakage of infused fluid into surrounding tissue. This event was reported as an adverse event and involved a patient. The patient experienced pain and swelling, and a second procedure was required to remove and replace the device. During the affected session, only saline was being administered, and no chemotherapy drugs were infused. The patient remained stable, and no permanent injury or patient harm was reported. A new device was implanted without difficulty, and the patient is currently in good condition.

Manufacturer narrative:
No product samples were received for investigation. One (1) customer image was returned showing an open surgery scene where the catheter and port were implanted. The catheter appears to be separated/detached from the port barb. The catheter lock is also present. The complaint of disconnection can be confirmed. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.